Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that error 25326 and 309 occurred. The customer stated that the system initially powered on without issue, and system functions were normal. The customer removed the instruments and performed a system power cycle, which resolved the errors for a while. After, the issue reoccurred, and the customer could resolve the issue this time by performing a system power cycle again. The field service engineer (fse) will follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint. The surgeon side console (ssc) could not be powered on when the fse pressed the power switch. The fse found that the generic power distributor (gpd) did not work. The fse replaced the gpd to resolve the issue. The system was tested and verified as ready for use. Isi received the gpd involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The gdp was installed on the printed circuit assembly (pca) test system. The system could not be powered on. The gpd board did not flash any led light, and the surgeon side console (ssc) did not show amber light on the power button. The gdp will be repaired. A log review confirmed the partial nephrectomy procedure on (B)(6) 2022 on system sh2277. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the generic power distributor (gpd) was replaced after the completion of a surgical procedure due to repeated errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a4, a5, a6, g3, g6, h2, h6 and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient weight, ethnicity and race were provided. The procedure was delayed about 20 minutes. The procedure was completed without any other issue.